Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that five outer packages of the truespan 12 degree plga are shown, two boxes out of the five were observed to have a printing error showing the product printed instead plga (poly lactic-co-glycolic acid) which is related to implant material composition. No other anomalies were noted. The manufacturer performed an evaluation with the following results: outer box label has an entry error for placing an incorrect part number where there should be "plga", all other information on outer label clearly states all correct product information and has plga listed in several areas. Labeling in impacted product does not have false or misleading information in any particular way. When printer zebra buzz was configured, the setting was left unchecked. ¿worldwide labeling system management procedure¿ requires zebra printers to be configured with this setting in order to download new images each time a label is printed. Since this configuration was missing, the system was able to overlap information from the previous label to the impacted one, therefore, ¿business systems or software¿ was determined as assignable cause. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to manufacturing error. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: unknown.

Event description:
This is event 1 of 2 (B)(4). It was reported prior to a meniscal repair surgical procedure; it was observed that the 2x truespan 12 degree plga device implants were mislabeled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.